Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review cannot be completed without a provided lot number.

Event description:
The event involved a 30" (76 cm) appx 3.7 ml, 20 drop admin set w/integrated chemolock¿ port drip chamber, chemolock¿, bag hanger, drop-in chemolock¿ port that was reported when the bag was pulled from pharmacy and brought to nursing, the secondary set fell out of the bag causing a chemo spill on the nursing floor. The pharmacy had to switch the set from the secondary set that had an issue to a new set. There was no adverse event or human harm reported.